Event description:
Information noted the patient died approximately three months post implant of the tachycardia device. Follow up with clinic reported patient seen by them approximately 2.5 months prior to death and patient reported feeling better since av(atrioventricular) node ablation and device implant. Patient was in hospital three days before death for congestive heart failure consult. Notes indicate physician reported "patient continues smoking 1/2 pack per day, had class IV heart failure and his prognosis was poor." Patient's cause of death reported as cardiac arrest. There is no allegation by the health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Event description:
Information noted the patient died approximately three months post implant of the device system. No further information is currently known. The cause of death has been requested and not received.